Event description:
It is reported that the patient experienced a late infection that was treated by debridement and a liner exchange.

Manufacturer narrative:
Information was received via published literature. This report will be amended when our investigation is complete.